Event description:
It was reported that the patient experienced erosion in the urethra with his artificial urinary sphincter (aus). All the components were removed and the erosion was treated by the physician. There were no further patient complications. No more information is available at the moment. Additional information will be provided as relevant information becomes available.